Event description:
During an orif ankle procedure the cannulated drill tip broke off in the patient and was left implanted. The surgical procedure was completed and surgery was not delayed.

Manufacturer narrative:
The tip of the drill bit remains in the patient. Pioneer surgical worked with the distributor to get access to the portion of the drill bit that was not implanted in the patient but was unable to do so. An image of the portion of the drill bit that was not implanted was reviewed by pioneer surgical and no conclusions could be drawn from this image. However, this risk has been identified prior to this occurrence through pioneer surgical's risk management process. The risk has also been addressed through a statement on the product IFU warning against potential causes of drill breakage and risks of not removing an implanted drill bit. The device history record was reviewed and the drill bit was manufactured according to pioneer surgical's specifications. This is the only reported occurrence for this device part number in the past eight years.